Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
It was reported that the patients charger had overheated and melted (specific date not reported). There was no allegation of serious injury associated with the issue and a replacement equipment was sent to the patient.